Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds and did not capture at implant. The lv lead was capped at implant and replaced. The replacement lv lead also exhibited high thresholds at implant. When the replacement lv lead was interrogated three days later, it was noted to have intermittent non-capture. The replacement lv lead was turned off. No patient complications have been reported as a result of this event.